Event description:
Patient found sitting on floor next to bed, with her back against the bed. Pt got out of bed unassisted, wearing her pressure hose and slipped down onto her bottom. Abrasion to left elbow. Pt denies hitting her head. No pain in hip.